Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had epistaxis on (B)(6) 2018 while hospitalized for shortness of breath, and weakness due to anemia. It was noted that the epistaxis was not the cause of hospitalization and did not prolong hospitalization. The nares was packed and bleeding stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of epistaxis and shortness of breath/weakness due to anemia and deconditioning could not conclusively be established through this evaluation. The patient ultimately expired on 10may2019 (related manufacturer report number 2916596-2019-02464). Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was (B)(6) 2018. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range can also be found within this document, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.